Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4)

Event description:
It was reported that the patient's pain level was pretty high after implant. The patient had been having the drug titrated to find optimal dosing. The pump and personal therapy manager (ptm) were helping the patient. No drug, intervention, or outcome was reported for this event. Follow up was being conducted to obtain further information. Additional information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's pertinent medical history was not provided. It was reported the pump had never been right. The patient noted the pump worked intermittently. No further information was provided. If additional information is received, a follow-up report will be sent.